Event description:
Customer reported that a syringe leak occurred on the ortho summit processor while dispensing the conjugate reagent and instrument did not generate an error message. No death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) performed a recalibration and a qualification of distributor 1. The instrument was tested without problem and was returned to expected operation.